Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurse has limited access. Technical support specialist had dial into the server and check the device setting for srcvl station assigned to some areas, not cvl, so informed customer that cvl role nurses can't access it until a cvl area was assigned by a user with appropriate permissions. No further information was available.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es nurse had limited access. Although it added the cvl nurse to the pyxis folder and the pharmacist granted access, the nurse was still unable to pull medications upon signing into pyxis. There were no adverse events or injuries reported based on this incident.